Manufacturer narrative:
Product ID: 8709sc, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the catheter surgery was performed on (B)(6) 2019. They cut away the old pump connector and replaced it. They threw away the old catheter piece so nothing would be returned for analysis. It was indicated during the surgery it was not clear if there was leakage of the old connector, but to be sure they decided to replace it.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# unknown, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (500 mcg/ml at 88.2 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was assumed catheter leakage. The event date was stated to be (B)(6) 2019. During a sideport procedure, some contrast agent was observed outside the catheter near the pump. No troubleshooting was performed, because so far there were no clinical symptoms related to the assumed leakage. There were no reported short term actions. Surgical intervention to replace part of the catheter was scheduled for (B)(6) 2019. As of the report date, the catheter and pump remained implanted and in service. There were no reported contributing factors. The issue was not resolved. The patient status was alive no injury. There were no reported symptoms. Further complications were not reported. An x-ray image of the catheter near the pump segment was attached. The image seemed to confirm the report of contrast agent outside of the catheter.